Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent spikes in shock impedance measurements. At times trending revealed that impedances were greater than 125 ohms. All other lead measurements were within normal limits. The rv lead is connected to a competitor's generator. No adverse patient effects were reported. At this time, no further information has been made available and the serial number of this product was not reported.

Manufacturer narrative:
Attempts to obtain additional information including the serial number of this rv lead was unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.